Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the issue was not confirmed using system logs. A visual inspection did not identify any conditions related to the reported event, and subsequent functional testing confirmed that the unit powered on normally and successfully cauterized across all ports and instruments without an issue. Additionally, a review of the internal erbe error log showed the presence of c-00 and m-36. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure using an xi system, an operating room (or) staff reported that coagulation and monopolar functions were unavailable. After power cycling the erbe, energy was restored. The or staff later reported that the energy cable port on the erbe was loose, making it difficult to plug in cables fully; they had to hold the cable for it to work. The technical support engineer (tse) inquired if cord usage was being tracked, and the staff confirmed this. The staff also reported that the neutral pad port was loose. The procedure was completed as planned.